Event description:
Discordant sodium results were obtained on an advia 1800 for 14 pts. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 1800 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Event description:
Discordant sodium results were obtained on an advia 1800 for 14 pts. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 1800 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Event description:
Discordant sodium results were obtained on an advia 1800 for 14 pts. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 1800 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Event description:
Discordant sodium results were obtained on an advia 1800 for 14 pts. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 1800 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Event description:
Discordant sodium results were obtained on an advia 1800 for 14 pts. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 1800 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens technical service rep visited the customer site and determined the root cause for the sodium electrode failure is unk. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temp longer than 24 hrs after blood collection or samples that are decomposed. The sodium electrode was replaced and samples were rerun and reported out. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant sodium results were obtained on an advia 1800 for 14 pts. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 1800 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Event description:
Discordant sodium results were obtained on an advia 1800 for 14 pts. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 1800 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens technical service rep visited the customer site and determined the root cause for the sodium electrode failure is unk. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temp longer than 24 hrs after blood collection or samples that are decomposed. The sodium electrode was replaced and samples were rerun and reported out. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens technical service rep visited the customer site and determined the root cause for the sodium electrode failure is unk. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temp longer than 24 hrs after blood collection or samples that are decomposed. The sodium electrode was replaced and samples were rerun and reported out. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens technical service rep visited the customer site and determined the root cause for the sodium electrode failure is unk. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temp longer than 24 hrs after blood collection or samples that are decomposed. The sodium electrode was replaced and samples were rerun and reported out. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens technical service rep visited the customer site and determined the root cause for the sodium electrode failure is unk. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temp longer than 24 hrs after blood collection or samples that are decomposed. The sodium electrode was replaced and samples were rerun and reported out. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens technical service rep visited the customer site and determined the root cause for the sodium electrode failure is unk. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temp longer than 24 hrs after blood collection or samples that are decomposed. The sodium electrode was replaced and samples were rerun and reported out. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens technical service rep visited the customer site and determined the root cause for the sodium electrode failure is unk. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temp longer than 24 hrs after blood collection or samples that are decomposed. The sodium electrode was replaced and samples were rerun and reported out. The instrument is performing within specifications. No further eval of the device is required.